Manufacturer narrative:
Customer stated that they tried different cables on other units and that they functioned correctly. The unit was returned for eval and tested for an extended period but the issue was not duplicated. Unit passed calibration with no issue. Unit was opened for eval but no issues identified. Discussed that we could not duplicate the issue and that the unit was functioning as intended. The unit was returned to the customer.

Event description:
Imp (B)(4).